Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pts ins device had not been working for a couple years. The pt could not get the ins battery to charge up, they would attempt to recharge the ins for a long time and it would not turn on; for some reason they stopped being able to recharge the ins. The pt was scheduled to have the ins replaced but then covid happen so now the ins was dormant since the pt had not charged the ins for a couple years. When pt was implanted they were heavier, the ins was located on their hip bone area but now due to having gi issues it caused them to be extremely thin. Since being thin the pt struggled sleeping on it for it caused horrible discomfort from laying on it which started in 2019. The pt wanted the ins to be removed rather than replaced but covid happened. In the past week the pt felt a jolt so the pt wanted to know if there was any literature talking about jolting or unexpected stimulation from the ins. Pt verified they had no recent falls or traumas. The pt was redirected to their hcp to further address the issue. Pt noted they had an appointment with their hcp tomorrow. The pt mentioned the ins battery "died."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.